Event description:
As reported by the user facility: ref# 8713030u, serial# (B)(4). Customer states, "the pump under infused while infusing a feeding to a pt." Volume to be infused: 12ml in a 20ml syringe. Rate to be infused: 20ml/hr. The pump alarmed that the syringe was empty, but staff said there was still liquid left to infuse in the syringe. No pt injury. Unk incident date. The pump was sent to biomed for testing on (B)(6) 2013. During their testing with the same settings, they had the same thing happen. The settings during testing were the following: volume to be infused: 12ml in a 20ml syringe. Rate: 20ml/hr. Alarmed empty after 35 mins, volume infused: 11.72ml. Volume left to be infused: .28ml. Actual amount left in the syringe was 0.4ml. Please refer MFR ref # 9610825-2013-00198.